Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rare under-sensing was noted on the right ventricular (rv) lead during some atrial tachycardia/atrial fibrillation (at/af) episodes. Chronically low r waves was also seen. The rv lead remains in use. No patient complications have been reported as a result of this event.